Event description:
It was reported that a patient underwent an open reduction and internal fixation of right intertrochanteric fracture+open reduction and internal fixation of right calcaneal fracture on (B)(6) 2025 due to a fall that caused pain in the right hip and right heel, and restricted mobility 12 hours before admission. Intramedullary nails, screws, calcaneal locking plate, and suture was used to suture the subcutaneous tissue. Fifteen days later, it was found that the incision healed poorly and the incision dehisced. The incision suture was removed, the dressing was changed, and the wound was cleaned and sutured again. Two weeks later, the wound healed. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Did the sutures untie, break, or pull out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Name of suture? D4b3165y is not a valid lot number. Please provide a valid lot number for ethicon suture and product code. Surgeon¿s name?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, b2, h1 - additional information was received and it was reported that the event was misreport by the hospital. Therefore, this medwatch report is being voided.